Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer shut down the station and disconnected the smart remote manager, performed a boot-up and shut down cycle, then reconnected the smart remote manager, cleaned and re-crimped the switch connections and rebooted the station. No failures were observed in the application. The customer inventoried the smart remote manager, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge failed to open. The customer reported that it was recoverable, but the issue continued to recur despite rebooting. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.